Manufacturer narrative:
The patient /family was the initial reporter, so personal information was not entered.

Event description:
The customer initially called because he questioned some higher readings on the contour next ez. The complaint did not meet the criteria to be reported. During the call when the customer was asked to run the control test, the meter did not automatically mark one of the results as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control for evaluation. New control, meter and strips were sent to him.